Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri58 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced chest pain and dizziness. There was intermittent far field r-wave (ffrw) oversensing noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.